Event description:
On (B)(6) 2013, the pt underwent an open abdominal peritoneal repair with placement of a zenapro hybrid hernia repair device, performed by dr. Don selzer at iu medical center. This surgery was classified as a clean case. Drains had been placed and were removed around the pt's date of discharge ((B)(6) 2013) from the hospital. On (B)(6) 2014, the pt presented to her local physician surgeon (name and facility unspecified) with complaints of nausea and fatigue. A CT scan showed the presence of a fluid collection in the recto-rectus space. That physician/surgeon attempted to drain the fluid (date unspecified). While placing the drain, the intransverse colon was inadvertently perforated which allowed intestinal contents to iu medical center on (B)(6) 2014. The pt underwent surgical repair of the perforated colon on (B)(6) 2014 and remaining portions of the perforated colon on (B)(6) 2014 and remaining portions of the zenapro hybrid hernia repair device were removed. During this surgery, the colon was found to be densely adhered to the posterior sheath of the abdomen. The pt was discharged from the hospital on (B)(6) 2014 and was reported doing well.

Manufacturer narrative:
Date of seroma aspiration was unspecified, date of reoperation for repair of the perforated bowel was (B)(6) 2014. Investigation - evaluation: investigation into this feedback included: a review of the feedback details, communication with dr. Selzer; a review of the device history records which indicated the product was manufactured to specs, and a review of the zenapro hybrid hernia repair device IFU fp0078-01d. Summary of investigation findings: seroma formation is one of the known "possible adverse reactions with the use of any prosthesis" as noted in the potential complications of the zenapro hybrid hernia repair device IFU. The root cause of the seroma formation relates to damage to blood and lymphatic vessels during surgery which then allows fluid and cells to leak into the tissues and form a fluid collection. It appears this pt's drains were left in place for one to five days. Often seromas do not require any treatment and will resolve on their own. However, larger seromas may require aspiration, a drain may need to be placed until the fluid stops accumulating, antibiotic therapy may be needed if a seroma becomes infected, or in some rare instances reoperation may be necessary. For unspecified reasons, a physician/surgeon made a medical decision that this pt's seroma required aspiration. During the attempt to aspirate the seroma, the physician/surgeon inadvertently perforated the pt's bowel. The root cause of the pt's need for reoperator relates to the need for repair of the perforated bowel.